Manufacturer narrative:
Results - visual inspection of the returned product showed that one lens haptic was torn. Conclusion - based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The surgeon inserted a cq2015 three piece collamer lens. The lens haptic tore from the plunger. The lens was removed without enlarging the incision. No pt injury. Surgery was complete with another lens. The cuase of the lens tear may have been from the haptic getting caught in the cartridge.